Manufacturer narrative:
The manufacturer's service engineer was able to duplicate the reported problem. The manufacturer's service engineer repaired the unit by replacing the data acquisition board. The device is in use again.

Event description:
Customer reported that the device showed the error message: postproxpress sensor azfailed. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The battery will not hold a charge. No patient involvement reported.